Event description:
Patient reported that while she was using pump, error code showed up so she took battery out. Patient switched to back up pump which is working fine. She could not remember code so, had to put batteries back in and restart pump. Error code 1870 displayed on pump (sn (B)(4), maint 3/28/2019). Counseled patient to continue using back up pump and that we send replacement pump for early am delivery. No other information provided. Dose or amount: 33 ng/kg/min; frequency: continuous; route: IV; date of use: (B)(6) 2018 to ongoing; diagnosis or reason for use: pah.